Event description:
It was reported that during an unk procedure when the clip is fired, the clip is not shaped well. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).